Event description:
Info received indicates the right head and right foot casters continue to swivel when the brakes are set.

Manufacturer narrative:
The technician found the caster swivel ratchets were worn. He replaced the right head and right foot casters to repair the bed.